Manufacturer narrative:
E1: reporter institution phone number (B)(6). E1: reporter phone number: (B)(6). A philips remote service engineer (rse) interviewed the customer who reported the unit is not working with any measurements. The unit sent to a philips repair facility for further analysis by a philips bench repair technician (brt). Diagnostic/functional testing was performed. A complete record of detected faults, repairs carried out, replaced components with designation according to the diagram, as well as measured values and checks carried out during function and safety checks. A new mainboard, ECG board, and front end adapter have been installed. The device was operational after repairs were completed and the device was returned to the customer. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported the device smells burnt electronics. The device was in use on a patient at the time of the event, there was no adverse event reported.